Manufacturer narrative:
Additional information provided indicated the patient had a narrow stj and on expansion of the balloon the valve was pushed lower ventricular which resulted in the leaflet overhang. The physician opted to deploy a second sapien xt in order to secure the patient¿s congenitally long native leaflet and prevent the valve from migrating or embolizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the valve landed 50:50 as designed and was functioning as designed, however the patient had congenitally long native leaflets and the deployment of the second valve was preventive to avoid a migration or embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transaortic tavr procedure, the 23mm sapien xt valve was deployed in a 50:50 position. The post deployment echo showed a small amount of mobile native leaflet overhang and the decision was made to deploy a second valve. A second valve was prepped and deployed approximately 2 to 3 millimeters higher with the aim of securing the overhanging leaflet. This was achieved resulting in nil pvl.